Event description:
It was reported that during a laparoscopic irrigation of nacl with the stryker irrigation/suction system, part of the plastic cap of the of the plastic cap of the ecobag from b/braum was flushed into the abdomen the piece could be removed from the abdomen. Please note, the nacl bag is not a stryker product. It was alleged that this issue occurred when using the stryker ahto tubeset.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that during a laparoscopic irrigation of nacl with the stryker irrigation/suction system, part of the plastic cap of the of the plastic cap of the ecobag from b/braum was flushed into the abdomen the piece could be removed from the abdomen. Please note, the nacl bag is not a stryker product. It was alleged that this issue occurred when using the stryker ahto tubeset.

Manufacturer narrative:
Alleged failure: during a laparoscopic irrigation of nacl with the stryker irrigation/suction system, part of the plastic cap of the of the plastic cap of the ecobag nacl 0.9% 3 litre from b/braum was flushed into the abdomen this 2x1 mm piece could be removed from the abdomen. A piece of foreign body would have remained in the abdomen, and an inflammatory reaction could have caused an inflammatory reaction. Of the hose set in question, it was only given the piercing mandrel that had been separated from the set the failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root causes could be concomitant product failure. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.